Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was not observed. The iol was damaged and this damage was not mentioned by the customer. Additional observations were as follows: iol returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on both surfaces of the optic and haptics. The optic edge is nicked/chipped-rejectable. The optic also has a mark from an indelible marker. We are unable to determine the root cause for the reported complaint "capsular bag rapture" . The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported a capsular bag rupture during an intraocular lens (iol) implant procedure. The physician cut the lens and removed and replaced it during the initial procedure.